Manufacturer narrative:
One device was returned for analysis of a travel/reverse travel course error, primary audible alarm complaint. Review of the alarm history confirmed the complaint of travel/reverse error and a primary audible alarm. There was no recent service history. Visual and functional testing was performed. Initial inspection found the plunger and plunger tube to have significant play indicating a loose assembly. Replaced all four screws for the plunger tube, left and right clutch and the battery. Also replaced main speaker. Decided to replace the main circuit board due to speaker test values not changing. Device passed all testing post repair.

Event description:
It was reported that the pump experienced multiple alarms during infusion. The user encountered a recurring ¿travel, reverse travel course¿ error, and the pump alarmed that it was empty at the beginning of the infusion. The most critical issues reported were a primary audible alarm and an acu watchdog alert. There was no report of patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.